Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a revision occurred due to the right rod being fractured near the pedicle screws. Upon explant, "tide marks" were noted along the distraction rod.